Event description:
Reportedly, the smartview connect displays three red dots, despite a restart and sim card repositioning.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: no conclusion could be drawn as the subject smartview connect was not returned for investigation. The complaint investigation could be reopened in case of new information received related to this event.

Event description:
Reportedly, the smartview connect displays three red dots, despite a restart and sim card repositioning.